Event description:
It was reported that the mobi charger became hot to touch, while the pump was charging. There was no adverse impact to the customer¿s blood glucose level. Technical support sent customer new charging supplies.